Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer experienced high blood glucose of 533 mg/dl. It was reported that the insulin pump did not alarm insulin flow blocked. The insulin pump will not be returned for analysis.